Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a lost sensor alarm. It was also found the transmitter was no longer functional. Customer also reported their blood glucose declined to 40 mg/dl. Customer stated their low blood glucose was from stress. The customer declined to troubleshoot for the insulin pump at the time of the call.